Event description:
It was later reported that the implantable neurostimulator will be replaced when they go in to fix the leads. It was noted that with the patient¿s current battery with broken leads they had to turn stimulation up to 7.5v but usually used it at 2.7v. It was noted the patient does not want a rechargeable battery.

Event description:
It was reported that "for two months" the stimulation "did not work" on the patient's right side "from the butt to the leg". It was stated that the patient had met with a medtronic representative. It was stated that the patient also saw their doctor. It was noted that there were no known falls or trauma. It was stated that the patient wanted a "trail that he had this problem". It was not clear what that meant. Additional information received reported that a company representative saw the patient after they had a back surgery. It was stated that "one entire side of his lead had high impedances and no stimulation". The patient's clinic was given a print out of the impedances, but they were lost. Additional information received reported that the patient had been scheduled for a lead revision or replacement surgery during the first week of november.

Manufacturer narrative:
Concomitant: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was originally reported on (B)(6) 2013 that stimulation was not as intense as before at the setting of 3.5-3.6 when the patient laid down. The patient had to increase stimulation to over 5.0v for the same effect as before. The stimulation sensation itself had not changed and the patient felt stimulation across the back and down the leg. The patient felt no more pain than usual. It was noted that the patient was to have spinal stenosis surgery the week of report. On (B)(6) 2013 it was reported that a surgery was scheduled for the day of the report to "fix" the patient's therapy. It had been three months since it had worked correctly and the patient had pain in his back since that time. The patient stated that he met with a manufacturer representative the second week of august and at that time "it was clear to the representative that one lead was not working and was broken off from the stimulator." The system was "leaking electricity into the patient's back" and the healthcare provider (hcp) did not look at the x-ray of the system until "two weeks ago." The patient felt the hcp was stalling the revision due to billing concerns as it was cancelled the day prior to the report. The patient noted that he had spinal stenosis surgery "six weeks ago" but did not believe this was related to the event. Three days later it was reported that the patient was seen while hospitalized for back surgery, august of this year. The patient re ported no stimulation on his right side and an impedance check showed electrodes 7 through 15 were high. A report was given to the managing clinic along with a printout of diagnostics. The reporter was at the managing physician's office "approximately three to four weeks ago" and was shown an x-ray on the patient of what appeared to be a fractured extension. The patient was scheduled for a revision surgery on (B)(6) 2013 and the doctor contacted the reporter on the friday before stating that it would probably be cancelled due to work comp issues. The surgery was officially cancelled on (B)(6) 2013. The patient had not been seen by the manufacturer since his inpatient stay and the reporter believed the clinic was continuing to work on getting prior authorization for revision surgery. The following day it was noted that the reporter did not know about the broken lead during the second week of august. The reporter did not believe the patient was receiving therapy at the time of the report.